Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation. On (B)(6) 2018 arjo representative was informed about the event with the involvement of a sara stedy active lift at the (B)(6) hospital facility in (B)(6). Following the information reported by the customer, while the patient was transferred to the toilet the brakes turned on by itself what caused that lift suddenly stopped. As an outcome, the nurse sustained a torn ligament. She required sick leave for 6 weeks. After the issue, the lift went through technical and simulation test by arjo service technician. The functional test showed that device was working according to manufacturer specification, no malfunction was detected. The simulation test was done with the involvement of 3 volunteers who have been transferred with the use of the sara stedy lift to recreate the scenario reported. The service technician tried all possibilities to turn the brakes on unintentionally, without a positive result (the failure could not be re-created). All devices are equipped with instruction for use . The sara stedy instructions for use (001-12325-en) contains information: "make sure that all castors rotate freely and the rear brakes lock before every use". "Avoid any impact during transfer." The reported event was considered to represent a sequence of unfortunate events. The injury sustained by the caregiver - knee torn ligament might be the result of pressure on the knee resulting from an abrupt stopping force or change in direction. It was confirmed that while transferring the patient, the nurse turned her knee to the left when the lift suddenly stopped. When reviewing similar reportable events, we have not found any cases with similar fault description- brakes turn on unintentionally during transfer the patient. To conclude, arjo sara stedy active lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. The castor brake turn on unintentionally , during the patient transfer. The device was tested by arjo service technician and no malfunction was found. We report this event to competent authorities due to fact that serious injury occurred as an outcome of the event.

Event description:
On (B)(6) 2018 arjo representative was informed about the event with the involvement of a sara stedy active lift at the (B)(6) hospital facility in (B)(6). Following the information reported by the customer, while the patient was transferred to the toilet, the brakes turned on by itself what caused that lift suddenly stopped. As an outcome, the nurse sustained a torn ligament. She required sick leave for 6 weeks. After the issue, the lift went through technical and simulation test by arjo service technician. The functional test showed that device was working according to manufacturer specification, no malfunction was detected. The simulation test was done with the involvement of 3 volunteers who have been transferred with the use of the sara stedy lift to recreate the scenario reported. The service technician tried all possibilities to turn the brakes on unintentionally, without a positive result (the failure could not be re-created).